Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. The gearbox was found damaged and was replaced. The reported issue was resolved. The software was updated to the most currant version. The power connection label was replaced due to opening the unit. The battery was replaced because it was out of date. The pcb board was lifted, and the overlay buttons were not working properly. The front housing was replaced, and the badge was replaced due to the overlay replacement. The vinyl foot cover, bump, and tyvek vent label was missing and were replaced. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the epump was delivering more liquid per hour. Additional information provided on (B)(6) 2021 stated that the volume to be infused was set to 82ml and the rate was set to 150 ml/hr. However, the feeding was completed in 24 minutes. There were no reports of patient involvement.